Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics. The patient underwent two different procedures, the first in (B)(6) 2024 and the second on (B)(6) 2024 under general anaesthesia to have the site cleaned, however, the issue did not resolve. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.